Manufacturer narrative:
The oxysept tablets were not returned to the manufacturing site. Therefore, an investigation could not be performed and the customer's reported event could not be confirmed. There is no unusual observation found during review of the batches manufactured from 01 jan 15 to 30 sep 17. All results of oxysept tablets were found within specification limits. Based on review it was concluded that the complaint related to tablets was not confirmed. Based on the results of the investigation, no product deficiency was identified. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Initial reporter telephone number: (B)(6). Alternative report identification number: (B)(4). Attempts have been made to obtain missing information; however, to date a response has not been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
Consumer has been using oxysept for the past 15 years without problems. She used it recently as normal but the tablet did not neutralize the solution completely. When she put the lenses in her eyes, she had inflammation. After treatment at the doctor¿s, customer¿s eyes are now fine again. The type of treatment was not provided. No further information was provided. The solution is used in conjunction with neutralizing tablets and 2 reports will be provided. This report represents the neutralizing tablet.